Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that the implant collar in tooth location #16 fractured and was removed. Inflammation was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned implant identified the implant fractured at the collar. Signs of use. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were 'unknown bone density'. The reported device had been placed on tooth #16 (fdi) for approximately 3.5 years. Implant was loaded (traditional) before failure. X-ray & picture evaluation: picture or x-ray evidence not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63602745) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63602745) for similar events (complaint category keywords: dental: functional: fracture: implant) and no other complaint was identified. Post market trending review: jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.